Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing, it also indicated an r-wave amplitude measurement issue.

Event description:
It was reported that since implant the r-wave on the right ventricular (rv) lead has decreased. It was also noted that the impedances have also decreased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.